Event description:
A customer reported that the 2500 cpm (cuts per minute) vitrectomy handpiece did not cut properly. The timing of the event is unclear and pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and found that the peak pressure supplied to the vitreous cutter did not meet product specifications. The company rep then replaced the pneumatic cutter valve. The company rep then tested the system and found it to meet product specifications. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaint for the last (B)(4) did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).